Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse during which a mesh sling was implanted into the patient. Post operatively it was reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage, and exposure/extrusion/protrusion. As a result, the patient has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to genuine stress urinary incontinence and hypermobile urethra.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).